Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On the day of the event, the pediatric patient developed a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, drainage, pustules, and infection, under entire patch area. The patient's parent stated that the skin reaction was infected and swollen. The patient was brought to the hospital and an incision and drainage was performed. Furthermore, the skin reaction was treated with unspecified intravenous treatment, flucloxacillin oral antibiotics, and a prescription of an unspecified strong topical cream. The patient spent one night in the hospital before being discharged. At the time of the report the parent stated that the incision healed and that there was no secondary infection. Multiple photos skin reactions were reviewed, but the reporter could not confirm which pictures would belong to the skin reaction. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Investigation findings - 4112 analysis of information provided by user/third party labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).